Manufacturer narrative:
Updated expiration and manufacture date. The reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿patient had adhesive capsulitis in right shoulder that was treated with right shoulder scope, lysis of adhesions, capsular release and manipulation under general anesthesia.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) physical conditions that would eliminate or tend to eliminate adequate implant support or retard healing. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instructions for use states: as with any surgical procedure, there is risk involved. Potential complications accompanying such implant surgery may include, but are not limited to the following: complications with anesthesia; pain at the incision or surgical site; infection, both deep and superficial; bone damage or fracture; injury to surrounding tissues or vasculature; embolus or blood clotting issues, nerve injury or palsy; implant or treatment failure. Secondary surgical interventions may include, but are not limited to: removal of implant; placement of new or additional implant(s). There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Update lot number.

Event description:
It was reported that patient had adhesive capsulitis in right shoulder that was treated with right shoulder scope,lysis of adhesions,capsular release and manipulation under general anesthesia. Patient was recovered.